Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation is on-going. The inserter device was customized locally and it was not able to be sent to aesculap inc., as the customer may need it the following week. The sales representative took pictures. A visual inspection found no damages and the alignments seemed normal. A functional check with a sample prospace found that the device was able to grasp and release the sample without any issues. The inserter will be investigated by the local manufacturer. Pending further information. If additional information becomes available a supplemental report will be submitted.

Event description:
It was reported by the healthcare professional to the company sales representative, "during inserting the product, the product was broken when inserting was about to be completed.the way of inserting the product was not twisted or over impact as usual. The customer reported that a insertor and the product was not fixed, but slightly loose. All broken fragments were able to be removed. The procedure was done by using a new one without injury for patient." Additional information was received on 25sep2018: the surgical procedure was a trans-foraminal lumbar interbody fusion (tlif). The cage was broken at the time of impaction. According to the surgeon, he did not apply rigorous force against the cage, but he felt that connection between the applying forceps and the cage was somewhat loose. The broken pieces of the cage were removed from the surgical field and a brand new cage was placed. No adverse event was reported concerning this case. It was unknown whether there was a surgical delay.